Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. One device was evaluated in the field and the issue was confirmed; there was a damaged/broken component. The device was repaired and returned. One device could not be located by the hospital and the service request was canceled. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the brakes were not holding. There was no patient involvement.